Event description:
Reportedly, the pacemaker involved in this MDR report was interrogated on (B)(6) 2012 and was found at elective replacement indicator (eri) with a battery impedance of 15 kohm. During previous follow-up on (B)(6) 2011, a time to eri of 12 months was displayed and the battery impedance was at 5.5 kohm, which explains the 6-month follow-up interval. Because the eri was reached, the device was explanted and returned for analysis.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.